Event description:
I have had multiple patches come back false positive. I take allergy meds that show positive meth use but once my medication list was submitted with the actual patch to the lab, I no longer was showing positive. I am now getting 3 patches retested but the head of the lab says my medication list doesn't matter when his own lab has proven it wrong. I have had 5 patches all together. Currently on patch number 7 one patch at the lab. This is for child protection case where my children have been taken because the county thinks I'm using because the 1st 3 patches were not tested correctly. If what (B)(6) (lab toxicologist) says is true, that they don't need the medication list then I should have never had the false positives. Patch 4 I took no meds, patch 5 I submitted my medication list came back negative. I also paid for my own patch out of the county from a different lab also submitted my medication list and my patch came back negative. Medication (number 14 on chain of custody form) should not be optional. My patches have proven this fact. These patches control a lot of what happens to people's lives (jail time, or removal of children from parents¿ lives) lab director (B)(6) and toxicologist (B)(6) need to figure out their lab because these patches effect good people's lives. Reference reports mw5116869, mw5116870.